Manufacturer narrative:
As reported, the purple small tip of the simpulse solo irrigator became detached. The subject device is not returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 360 units released for distribution in oct 2022. Device evaluated by MFR: not returned.

Event description:
As reported, during a left knee stage revision joint replacement procedure, the simpulse solo irrigator was used and the surgeon noticed that the purple small tip (showerhead faceplate) was no longer attached prior to closure. The missing piece was attempted to be located in the surgical site; however, was unable to be found. There was no reported patient injury.